Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 0.9ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Because patient did not return her strips, and no information of the strip lot#. So we tested the suspected meter with in house control solution and in house strips (strip lot number:d180315-1). The control solution tests for level low were 65/66 mg/dl, for level high were 260/252 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
Reporter stated that medical attention was sought on (B)(6) 2019 around 9:00pm at the end-user's home. Reporter stated that the end-user tested her blood glucose and was getting results in the 500's. The caller is unsure of the exact number just that it was higher than her normal 100-150mg/dl . The reporter said the end-user looked pale and she was confused. The end-user took 14 units of lantus and her results were still too high. She was then transported to the hospital by car. Upon arriving at the hospital, the end-users blood glucose was 780mg/dl. She stated that the end-user was given a fast-acting insulin by IV. She was also treated for low potassium. The end-user was admitted to(B)(6) hospital-(B)(6) located at (B)(6). After seeking medical attention, the end-users lantus was increased to 16 units 1 time per day and she was also given humalog to take 3 units 3 times a day. No addition information was provided.